Event description:
During a coronary stent procedure of a vein graft, inflation difficulties were encountered. The balloon would not inflate on the first inflation to unknown atmospheres. The physician then dialed down the guidant inflation device and attempted to inflate the balloon. The balloon slowly inflated to 14 atm's to deploy the stent. The balloon was slow to inflate and then would not deflate. Several unsuccessful attempts at deflation were made with a syringe. The balloon was pulled fully inflated into the aorta and the balloon was then inflated to 26 atm's and ruptured for removal. Pt status is listed as "okay".